Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. In the absence of device returned for analysis a conclusive cause for the reported difficulty could not be determined. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that there was strong resistance when inserting the proglide device. Manual arterial compression was applied to achieve hemostasis. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was received. It was reported that this was an arteriotomy closure of a calcified left common femoral artery using a proglide device after a percutaneous coronary interventional (pci) procedure using a 7f sheath. Reportedly, there was strong resistance/difficulty when inserting the proglide device into the patient anatomy. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.